Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas for a pseudocyst drainage to treat chronic pancreatitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stomach could not be punctured due to lack of energy. Multiple attempts were made to puncture, but the efforts were unsuccessful. Tissue blanching was noticed, and current could be seen in the eus screen when energy was used. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.